Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. The following sections could not be completed with the limited information provided. Catalogue number, lot number, expiration date ¿ no information, PMA/510(k) number ¿no information, manufacture date ¿ no information. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption, excessive weight, and/or excessive unusual and/or awkward movement and/or activity."

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2007. Subsequently, a revision procedure was performed on (B)(6) 2013 due to pain, elevated metal ions, loosening, inflammatory reaction and infection. The acetabular cup, liner and modular head were removed and replaced. Additional information received in revision operative notes indicates a cystic area was observed with undermining of the posterior corner of the acetabulum, leg length discrepancy, and metallosis. Additional information received from patient's legal counsel reports patient was revised (B)(6) 2013 and (B)(6) 2014 due to patient allegations of pain, discomfort, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility and range of motion, metallosis and metal poisoning, loosening, and leg length discrepancy. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information received in operative report noted patient underwent a right hip revision procedure on (B)(6) 2013 due to pain, elevated metal ion levels and cystic changes consistent with metal-on-metal arthrosis. Operative report noted the presence of cloudy yellowish fluid, leg length discrepancy and metallosis. During the revision procedure, the modular head, liner and acetabular cup were removed and replaced. Operative report further noted patient underwent an additional revision on (B)(6) 2014 due to cup loosening, pain, and lack of mobility. Operative report noted the presence of synovitis, loose cup, etching and scratching at the trunnion and a well fixed stem. During the revision procedure, the acetabular cup, liner and modular head were removed and replaced with a competitor acetabular system and a biomet head.

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2007. Subsequently, a revision procedure was performed on (B)(6) 2013 due to pain, elevated metal ions, loosening, inflammatory reaction and infection. The acetabular cup, liner and modular head were removed and replaced. Additional information received in revision operative notes indicates a cystic area was observed with undermining of the posterior corner of the acetabulum, leg length discrepancy, and metallosis. Additional information received from patient¿s legal counsel reports patient was revised (B)(4) 2013 and (B)(4) 2014 due to patient allegations of due to patient allegations of pain, discomfort, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility and range of motion, metallosis and metal poisoning, loosening, and leg length discrepancy. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.